Event description:
It was reported that the patient received inappropriate atp and hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. Programming changes were made.